Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had debris/particles. It was also reported that there was a hole in the capsule, therefore, a 3-piece lens was implanted instead. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: device evaluation: the sample was evaluated and only an empty box was received. The reported issue was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Additional information: further information was provided and reported the lens was not defective. There was an inadvertent tear in the capsule at the end of the case and had to switch to a 3 piece iol. The single piece lens had been opened but was not used. Additionally, there was no debris issue as it was initially reported. No other information was provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.